Event description:
It was reported that a patient¿s catheter went epidural and the fluid from the pump caused a ¿fat necrosis¿ and was compressing the cord. The catheter issue was believed to have been identified via ¿a CT (computed tomography) or MRI (magnetic resonance imaging) within the last couple weeks.¿ the complication resulted in removal today by a healthcare professional (hcp) where the catheter was removed along with the ¿mass.¿ the date of diagnosis was unknown. It was unknown how the patient was doing now, but because the intrathecal catheter had been removed, they were reported to not be receiving effective therapy. The manufacturer¿s representative indicated that they were told the patient had a neurological deficit. The pump was used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).